Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the configuration utility portion of the application software would intermittently exit without prompt from the user. The reported issue would occur when attempting to configure wifi and network settings on the navigation system. The reported issue would not occur each time the configuration utility was opened.